Manufacturer narrative:
A ge service representative performed an on site investigation. The precharge pcb was in need of replacement. No further service info was available at this time.

Event description:
It was reported the system was not functional, as a pre charge error was displayed on boot up. There is no report of death or serious injury.